Event description:
At the time of pick up arjo service technician noticed that the side rail of the citadel plus bed frame was detached. All 4 screws holding the panel to the metal plate were ripped off. Additionally, the extension frame was bent. The photographic evidence provided confirmed reported malfunctions. According to the nurse, the patient put weight against the side rail while trying to get out of the bed. The side rail detached and the patient fell. No injury was sustained.

Manufacturer narrative:
The review of post-market surveillance data and the investigation at the manufacturer site revealed that the main factor that could lead to the side rail damage might be an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the screws holding the side rail panel were ripped off) and circumstances in which the event occurred, the patient put weight against the side rail while trying to get out of the bed. The instructions for use for citadel plus bed frame (IFU 831.374_en rev. 11) states that "the caregiver should always aid patient in exiting the bed." In the complaint at hand the patient was trying to exit the bed without assistance. The bed has multiple functions to help optimal care and safety for both patient and caregiver. For example, it is possible to adjust the bed height. In the complaint at hand the bed was in the lowest position. The procedure how to transfer the patient from the bed is also described in the IFU. It is recommended to: ¿1. Level patient surface. 2. Adjust height of patient surface to same level as surface to which patient is being transferred. (¿) 4. Lower side rails. 5. Transfer patient, following all applicable safety rules and institution protocols." The IFU include also preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. "Warning: failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the patient and care giver. Preventive maintenance can help prevent accidents." To sum up, excessive external force must first compromise integrity of the side rail, prior to breaking it. The patient put weight against the side rail while trying to get out of the bed arjo device failed to meet its specification since the patient fell and the side rail detached. The involved patient was not injured. This complaint was assessed as reportable due to patiant fall caused by side rail detachment.